Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they dispatched to emergency room and were hospitalized on (B)(6), 2021 as they experienced low blood glucose. Customer stated they were hospitalized an hour and half and the blood glucose value at the time of incident was 44 mg/dl and current blood glucose was unknown customer stated they also experienced the high blood glucose that was 326 mg/dl. They experienced symptoms related low blood glucose such as sweating, bright light, mental confusion, shaking, anxiety. Customer treated low blood glucose level with crackers and a drink, and candy. Customer stated they feel ok for troubleshooting. Customer stated retainer ring was missing. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.